Event description:
It was reported that the pump battery could not be charged, causing the pump to shut down. Reportedly, the customer was using a non-tandem provided charging cable and wall adapter to charge the pump. During troubleshooting, it was confirmed that the pump was able to begin charging. Tandem technical support advised customer to swap to using tandem-provided charging supplies to charge the pump and the customer continued using the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.